Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. Customer also states that their keypad was unresponsive.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no low battery alert alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.